Event description:
I had a hernia repair in 2005 for a incisional hernia. I started having pain at the site about two weeks later. I visited the doctor several times between the same month thru late 2005 with the same complaint, but was told it was normal. I have always had pain and tenderness right over the incisional site, but in january, the pain escalated and got worse. My primary doctor sent me to see the surgeon for consultation because he also noted that the pain was over the previous surgery site. I found out in early 2009 that there was a recall of some hernia patches but the surgeon was not sure. I had to have surgery at the end of the same month, and the patch was discovered to be constricted and balled up and a new hernia was forming. The operative report from 2005 states that a medium size kugel patch was used. I realize that the medium size was not a part of the three previous recalls but I strongly feel that it needs to be investigated and possible become a part of the recall. If I did not have surgery and respond as quick as I did, the ring may have broken and caused further damage. I am asking that this be investigated and considered before some other innocent life is taken or jeopardized. I was harmed tremendously. I developed a pe in my lung about four weeks after my surgery approx three months later. Dates of use: 2005 - 2009. Diagnosis: incisional hernia.